Event description:
Physician was removing epidural catheter. Removed lumbar tape and when he touched protective gauze, catheter came away from body. Approx 10 cm epidural catheter tip remained in the pt.